Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) result generated by the access 2 instrument for two pts. The initial results were: 0.60 ng/ml and 0.70 ng/ml for pt a and b respectively. The results were not reported out of the lab. The original samples of both pts were re-tested and two results of "<0.04 ng/ml" were obtained. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
The specimen were collected in lithium heparin tubes with gel. Qc was within specs until in 2008. On the following day, the customer contacted bci to troubleshoot failing qc and calibrations. Actual data was not supplied by the customer. A system check performed on the next month, was within specs. Another system check performed on three days later, failed. During the initial call, the customer mentioned that they cleaned aspirate probes. The customer technical service (cts) had the customer check the aspirate probes and peri tubing. The customer found a constriction of the tubing to probe #4 which was corrected. The customer performed a system check with good results. The customer then performed an accu tni calibration which failed. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced aspirate probes. The fse ran qc which failed. The customer then used new accu tni calibrator/reagent lots and repeated the calibration and qc with good results. The fse performed a preventive maintenance (pm) to the instrument which was due. The fse conducted system check and results passed. The fse verified vacuum jar splashguard installation modification. The fse performed qc verification which was acceptable. Hardware issues may have contributed to this event. However; a clear root cause of this event has not been determined to date. A malfunction will be assumed for the purpose of this report.